Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial oversensing was noted on the right atrial (ra) lead during some atrial tachycardia (at) / atrial fibrillation (af) events. The lead remains in use. No patient complications have been reported as a result of this event.